Event description:
It was reported that the patient experienced a return of symptoms with accidents while sleeping. It was discovered during troubleshooting that the implantable neurostimulator (ins) was off. She was shopping a lot with security systems. The device was turned back on. Additional information received reported that the patient received assistance from her doctor or manufacturing representative and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v432255, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).